Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that during the implant of this left ventricular (lv) lead, acceptable pacing threshold measurements were unable to be achieved even though all other measurements were in normal range. It was also noted that neither a stylet or guidewire were able to be inserted into the lead's lumen. This lv lead was extracted and successfully replaced. No adverse patient effects were reported.